Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. The up and down direction of angulation was out of standards due to the worn angle wire. There was a crease on the connecting tube. There was a gap on the adhere of the bending section rubber. Insulation resistance was out of standards due to the pin-hole of the bending section rubber and corroded connecting tube. There was a leakage from the bending section rubber pin-hole. There was corrosion and leakage on the connector. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
During the preparation for use, the user found that there was leakage from the device. The user returned the device to olympus repair center. During the inspection of the device, olympus repair center found that the coating of the device tube was partially peeled off. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus repair center. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that some physical stress or chemical stress was applied to the insertion section of the device. If significant additional information is received, this report will be supplemented.